Manufacturer narrative:
Exact date unknown, event occurred 10 months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and discomfort at the ipg site. The patient underwent a procedure wherein the ipg was relocated and that the patient was doing well postoperatively.